Event description:
It was reported that the distal part of the patient's lead came out of the cheek through the skin causing discomfort. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead were explanted. Additional information was received that explanted devices were retained by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 782038. UDI: (B)(4).

Event description:
It was reported that the distal part of the patient's lead came out of the cheek through the skin causing discomfort. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead were explanted.